Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hypoglycemia and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 56 mg/dl, 49 mg/dl, 42 mg/dl and dropping to 82 mg/dl to 58 mg/dl and blood glucose again dropping to 40 mg/dl, but currently blood glucose was running on the 80 mg/dl and 79 mg/dl and the sensor glucose was 42 mg/dl. The customer was assisted with troubleshooting. Insulin delivery was suspended due to sensor values. Customer states the sensor value that triggered the suspend event was 40. Suspend on low limit in sensor settings was 70. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable rang. Customer declined to go through low blood glucose troubleshooting. Customer was reporting a slight bend or curve to sensor cannula. The device will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot performed buffered glucose test as the sensor is beyond its expiration date.